Event description:
Customer complaint of low blood results. Customer's granddaughter states that her grandmother feels weak. Customer is an insulin dependent patient and denies having administered any medication the day of this incident. The customer's granddaughter called emergency medical services due to the customers weakness and her low glucose. Customer performed back to back blood test, 51 mg/dl and 61 mg/dl fasting. The customer's granddaugher ran a 3rd test with the true2go meter and obtained a blood result of 53 mg/dl. When emergency medical services arrived and performed a blood test, the result obtained was 53 mg/dl. Verified the strips expire 07/15/2017, unable to confirm open date and storage conditions of test strips. Reviewed trueresult meter memory: 173 mg/dl, (B)(6) 2015, 8:00 am; 300 mg/dl, (B)(6) 2015, 6:00 pm; 217 mg/dl, (B)(6) 2015, 8:30 am; 286 mg/dl, (B)(6) 2015, 6:00 pm; 217 mg/dl, (B)(6) 2015, 8:00 am.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).